Event description:
It was reported that pump experienced malfunction alarm and stopped delivering insulin but then resumed on its own, with malfunction code 16 noted and no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.